Event description:
Patient presented to the physician with a skin infection at the chest incision site. Physician prescribed antibiotics. Patient presented back to the physician with continued infection and wound dehiscence at the chest incision exposing the ipg. Physician brought the patient into the or, opened the chest incision, removed the ipg, flushed the pocket with antibiotics solution, placed a new ipg, and closed.